Event description:
The rotator broke during a left ventriculogram procedure. Pressure limit was 1000 psi. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. When the evaluation is completed a follow-up report will be submitted. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.